Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
A family member reported that the keypad buttons became unresponsive after the pump was exposed to water. She noted that the display screen scrolled while changing the battery, and then the buttons became unresponsive. The family member stated that the buttons do not click and spring back when pressed. She denied physical damage to the keypad; denied exposing the pump to cleaning products; and stated that the patient wears the pump in a pouch.